Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the surgeon was using the harmonic ace blade to dissociate the tissue when the curved blade separated from the instrument inside the patient. The fragment was retrieved, and the instrument was replaced. The procedure was completed with no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by 10 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. All fragment(s) were retrieved with a laparoscopic instrument during the same procedure. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon was using the instrument to dissect tissue had no issues with the functionality of the instrument during the procedure. The surgeon had no issues with removing the instrument prior to the breakage. There was no report of collision with any other instruments or other hard material. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to patient pre-existing medical conditions or tests/laboratory data specific to the incident.

Manufacturer narrative:
Intuitive surgical received the harmonic insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The harmonic insert was found to have a dislodged clamp arm, not the curved blade as initially reported. The inner tube slots where the clamp arm hinges was what broke, causing the arm to dislodge. No material appeared to be missing as the customer returned the clamp arm assembly that dislodged off from the hinges and the assembly was pieced back together at the distal end of the insert.